Event description:
Customer reported she is having no delivery issues and high blood glucose. Yesterday her insulin pump alarmed no delivery twice and she changed her infusion set twice. Later in the day her blood glucose was running high. She changed her infusion set again, but she is still high. Customer's blood glucose is 368 mg/dl. She treated with a manual injection. In troubleshooting, no device anomalies were found. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer was advised to do a complete set change and monitor his blood glucose. Customer also reported going to the emergency room around august 27, 2014 because the device was not working. She reverted to manual injections for three weeks after that. No other details about the hospitalization were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).